Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated a lock-up in an integrated circuit. Elective replacement indicator (eri) due to low battery voltage was recorded prior to explant and the longevity calculation equaled 90%. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The initial reported event was received on (B)(6) 2016. Of note, the reportable malfunction is normally submitted via a remedial action exemption report that was submitted on 2016-07-30. Information was subsequently received on 2016-08-02 and revealed an analysis that is not consistent with the exemption criteria. As there is new information that no longer qualifies for exemption reporting, this event is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was premature battery depletion . The implantable pulse generator (ipg) was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.